Event description:
It was reported that during follow up high capture threshold and low sensing were observed. The lead was repositioned successfully. All post procedure measurements were in range. The patient condition was good after the procedure.